Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was to be implanted in the esophagus to treat esophageal cancer during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on an unknown date. During the procedure, the white tip of the device was detached. The detached tip was then removed using a net, and another wallflex esophageal stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component.